Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. Upon removal of the 38 x 2.75mm taxus liberte stent delivery system from it's packaging, it was noted that the proximal portion of the stent struts were lifted. The device did not enter the patient and the procedure was completed with an unspecified device. No patient complications were reported and the patient's current status is good.

Manufacturer narrative:
Age at the time of event:18 years or older. Device is combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).